Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6947-62 lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting rising thresholds. The lead will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.